Event description:
It was reported that: 11 oct 2023, the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4). The customer returned one, opened radial artery catheterization set for evaluation. No definite signs of use were observed on the returned device. No obvious defects or anomalies were observed on the guide wire. During functional testing, the guide wire encountered an occlusion when advancing through the needle cannula. Visual analysis confirmed a white substance was pushed out of the needle cannula which is consistent with adhesive. Microscopic examination confirmed the defect. Analysis of the white substance under uv light could not confirm it was adhesive. The distal weld was present and appeared full and spherical. The returned guide wire length measured 4 5/8", which is within the specifications of 4 7/16 - 4 11/16" per the swg w/handle product drawing. The guide wire outer diameter measured 0.387mm which is within the specifications of 0.381-0.404 mm per the guide wire product drawing. A 0.016" pin gauge was inserted into the distal end of the needle cannula and 25mm of the pin gauge was able to advance through before an occlusion was felt. The needle cannula inner diameter measured 0.017", which is within the specifications of 0.0165"-0.0180" per the needle cannula product drawing. During dimensional testing, a 0.016" pin gauge was inserted through the proximal end of the needle cannula to loosen the occlusion within the cannula. Functional inspection of the returned device was performed per the instructions for use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." Resistance was encountered when attempting to thread the guide wire through the needle cannula. However , the guide wire was able to pass through and the occlusion was pushed out the needle cannula. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed , withdraw entire unit and attempt new puncture". The customer report of a kinked guide wire was not confirmed through complaint investigation of the returned sample, however, resistance was encountered while advancing the swg through the needle cannula during functional inspection for the returned device which likely resulted in the damage observed. Based on these circumstances, manufacturing assembly likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.

Event description:
It was reported that: 11 oct 2023, the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only**